Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) patient experienced blurry vision and unable to correct vision better than 20/70. The lens was explanted during the secondary procedure and replaced it with different lens. Additional information was requested and received. There was no patient harm, the patient¿s issues have resolved, and the prognosis is good.